Event description:
A patient in the emergency department required a central line. An emergency medicine resident opened a 3-lumen central line kit for placement into the patient's left internal jugular. The resident opened the glass ampule of sterile saline provided in the kit using a sterile 4x4 gauze bandage around the neck of the ampule. The glass neck of the ampule broke with a long jagged edge, approximately 4mm in length, lacerating the resident's right index finger. The jagged edge punctured through the resident's sterile glove, which was contaminated with the patient's blood, thereby possibly exposing the resident to hiv or other infectious diseases.